Event description:
It was reported there was a catheter migration. The migration was diagnosed through surgical observation, during an elective pump replacement procedure for normal battery depletion. The catheter had migrated to the lumbar spine area, and the catheter was then replaced during that same pump replacement procedure on (B)(6) 2013. There were no signs or symptoms related to the event. The patient outcome was reported as resolved without sequelae. The medication being delivered was clonidine and bupivacaine.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013. Product type: catheter. (B)(4).